Manufacturer narrative:
Per good faith effort response, the customer's equipment department replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was touchscreen failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer was unable to adjust parameter values while in use. The customer was unable to use the shut down and calibration from the touchscreen. The investigation is ongoing.